Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 21.5-22.5 cm from the pin, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Event description:
It was reported that the asymptomatic patient presented for a device change out procedure. Upon opening the pocket, the lead exhibited a lead to can abrasion with externalized conductors. The lead was explanted and replaced. The patient was stable post procedure.